Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 580mg/dl on (B)(6) 2018. Customer¿s blood glucose was 590mg/dl when customer was admitted to hospital. Customer stated that current blood glucose was 137mg/dl and 580mg/dl at time of incident. Customer had symptoms like vomiting, nausea and diabetic ketoacidosis. Customer performed high pressure test and insulin pump alarmed for insulin flow. Customer was wearing the insulin pump at time of hospitalization. Insulin pump will not be return for analysis.